Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(4). The patient underwent mesh implantation in order to treat vaginal prolapse, and enterocele. It was reported that the patient had the concurrent procedures of a sacral colpopexy, cysto, spc, enterocele repair, and vaginal biopsy performed during mesh implantation. It was reported that the patient underwent mesh repair in 2008 due to recurrence of prolapse. This file has been updated accordingly. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with halban enterocele repair, modified burch procedure. It was reported that the patient underwent gynecological procedure and another mesh/sling were implanted on (B)(6) 2008 due to sui and pop. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2015-06364 and 2210968-2015-06358. The same patient is represented in each medwatch.